Manufacturer narrative:
Date of event: unknown. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10cc s/t wos sterile water bns had illegible print on it. This was discovered before use. The following information was provided by the initial reporter: material no.: 304086; batch no.: 0135466 it was reported that during manufacturing process, production personnel detected illegible print on the syringes.

Manufacturer narrative:
H.6. Investigation: two photos and forty-nine loose 10ml syringes were received and evaluated. Forty-three contained 10ml of clear liquid and had a grey tip cap attached. It was observed all the syringes had some degree of scratched off print outside the grad lines extending from the 5ml to the 8ml marking. Each of the syringes were missing at least 50% of any one item, which was rejectable per product specification. Machine logs were also reviewed as part of this investigation with no related issues reported during the manufacture of this batch. Potential root cause for the missing print defect is associated with the assembly process. It was likely due to a self-correcting component jam in the assembly dial. Controls in place include hourly inspections for assembly related defects. The jam was likely an isolated incident with a limited number of pieces affected. (B)(4). No corrective actions are necessary based on the defective rate identified. Batch 0135466 is considered in compliance with our product specification requirements. H3 other text : see h.10.

Event description:
It was reported that syringe 10cc s/t wos sterile water bns had illegible print on it. This was discovered before use. The following information was provided by the initial reporter: material no.: 304086 batch no.: 0135466. It was reported that during manufacturing process, production personnel detected illegible print on the syringes.